Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient visited the emergency room on (B)(6) 2026. It was reported that the patient entered an incorrect bolus amount on the controller, resulting in low blood sugar levels. The patient's blood glucose levels declined to between 60 and 70 mg/dl. The pod was removed per ER instructions after approximately half of the bolus was delivered. The patient reported experiencing a headache. The patient was treated with fluid and insulin and released the same day.